Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms nor device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring urinary incontinence due to an inability to use the device. A CT scan performed prior to the revision showed a lack of fluid in the system. During the procedure, a leak was identified at the junction where the balloon meets the hub of the implant. The physician replaced both the balloon and the cuff, splicing them onto the existing pump. The revised system was tested successfully. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually examined, leak tested and functionally tested. Visual inspection revealed a hole from fatigue located between the balloon and the adaptor junction. The leakage test confirmed fluid leakage from this location. Functional testing was not applicable as the balloon could not be evaluated due to the identified leak. Based on the information available and analysis results, the reason for the connector fluid leak was most likely determined to be the hole from fatigue between the balloon and adaptor junction; therefore, a conclusion code of cause traced to component failure has been established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring urinary incontinence due to an inability to use the device . A CT scan performed prior to the revision showed a lack of fluid in the system. During the procedure, a leak was identified at the junction where the balloon meets the hub of the implant. The physician replaced both the balloon and the cuff, splicing them onto the existing pump. The revised system was tested successfully. There were no further patient complications reported.